Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens came out upside down with a big split in the lens near the haptic. The rayone aspheric rao600c was explanted during the original surgery session. No patient harm/injury is reported. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. Additionally, the "use of rayone" section of the IFU "fig 7" reads "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner. In the case of iol rotation during ejection from the nozzle, gently rotate the injector in the opposite direction to counteract any movement. Stop depressing the plunger when the iol exits the nozzle". Product tests from every batch show us that the lenses are very rarely loaded upside down. Rayone spheric rao100c and rayone aspheric rao600c are front/back symmetrical, they can be implanted in "s" configuration with no impact to visual acuity. User behaviour can influence the orientation of the lens e.g., removing the injector from the blister tray prior to insertion of ovd/flap closure (deviation from the IFU) can change the position of the lens within the cartridge. Too little, or no ovd can lead to misalignment of the lens and in a very small number of cases (estimated to be less than 2%), a failed or damaged injection. It should also be noted that injecting ovd into any other part of the rayone injector (e.g., including directly into the nozzle tip) is not described in the IFU and could cause the iol to become misaligned and/or lead directly to injection issues. Using the correct amount of ovd (equivalent to approximately 0.3ml) ensures that enough force is generated to mechanically move the iol down into the bottom of the chamber ready for folding. There is insufficient evidence and information available to determine the cause of the event.

Event description:
On 13th february 2024, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the lens was implanted upside down and that there was a big split in the optic near the haptic.